Manufacturer narrative:
This report is for an unknown number of screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 during an osteosynthesis surgery for the metacarpal fracture a drill bit, a stardrive screwdriver shaft and an unknown screw were all in question. After drilling, when the surgeon was inserting the unknown screw, and discovered that the drill bit was broken. The surgeon removed the half-inserted unknown screw using the stardrive screwdriver shaft. Thus, the unknown screw was firmly fixed, the shaft and the head of the unknown screw became deformed. The surgeon managed to remove the unknown screw and the fragments of the drill bit from the patient. The surgery was completed successfully by inserting another screw. There was a delay of less than 30 minutes reported. It was unknown if there was an adverse event to the patient. This complaint involves two (2) devices. This report is for unknown number of screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a screw shaft measuring 1.5 mm in diameter of an unidentifiable screw with completely damaged screw head and partially disappeared red color anodization was received for investigation. The complaint is confirmed for the screw damage. A manufacturing conclusion cannot be presented because of product¿s condition and the unknown product and lot number. The visual wear and damage on the device and associated with the damaged condition of the two other impacted products, coincide and provide evidence that at the time of surgery the device was subjected to mechanical overloading. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.